Event description:
The customer reported that while testing a patient on the coaguchek xs meter (serial number (B)(4)), they obtained a result of 6.9 inr at 3:29 pm while a laboratory result at 3:38 pm was 4.9 inr. The laboratory is using the dade innovin reagent. The customer stated the 4.9 inr was believed to be accurate. On the day of these results, the customer had the patient hold her 10 mg warfarin dose based on the laboratory result. The patient's therapeutic range is 2.0-3.0 inr. The patient does not have any antiphospholipid antibodies and she is not on heparin. The customer stated that the patient was feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206233-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The returned strips and retention meter were tested in comparison to a retention meter and the masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meet the specification.